Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing consistent with aortic valve surgery as well as a gradual increase in thresholds. The lead remains in use. No patient complications have been reported as a result of this event.